Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Customer returned pump for an alleged no delivery alarm/insulin flow blocked alarm, visit to emergency room and was hospitalized for high bgs and dka found on (B)(6), 2022. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08750 inches. The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No unexpected occlusions or insulin flow blocked alarm noted during testing. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. No delivery alarm/insulin flow blocked alarm was recorded and found in the formatted history file on: (B)(6) 2022 08:36:45.000, (B)(6) 2022 10:25:53.000 and (B)(6) 2022 11:45:44.000 during prime and bolus delivery. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.5 mv). The motor was tested outside of the device on the ngp stb3 and passed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay, a pillowing keypad overlay, a scratched case, a cracked case-corner of belt clip rails near the battery tube compartment and a serial number label fading. The pump passed all the required testing. Unable to verify customer alleged for high bgs and dka. The force sensor is within specification and the motor functioning properly. No delivery alarm/insulin flow blocked alarm was not confirmed.

Event description:
The customer reported via phone call that they were hospitalized for high blood glucose twice on (B)(6),2021 and (B)(6) ,2021. Customer suffered from diabetes ketoacidosis. Blood glucose reading was 400 mg/dl treated with manual injection or insulin pen. The customer stated they had symptoms such as nausea and vomiting. Customer had been using the pump within 48 hrs of reported low blood glucose level and the auto mode feature was active during the incident. The insulin pump will not be returned for analysis.